Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d8, h3, h4, h6, h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited the camera is not working during set up/inspection for use before patient in the room. There were no reports of patient involvement.